Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose was 494 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer stated they treated high blood glucose with boluses. Troubleshooting was declined for high blood glucose. Customer stated insulin pump went dead as they needed to change the battery. The insulin pump will not be returned for analysis.